Manufacturer narrative:
Internal file number - (B)(4). Manufacturer contact office first and last name were updated (B)(4). The device was not returned for evaluation. The reported patient effects of thrombosis and death are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that there was successful stent implantation at the site of in-stent restenosis with no evidence of compromised flow. The presence of ostial side branch stenosis with good flow at the distal end of the newly deployed stent is noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a proximal left anterior descending lesion. The patient presented with chronic stable angina prior to stenting. A 3.50x23mm xience sierra stent was implanted on (B)(6) 2019. The patient was compliant with dual antiplatelet therapy. On (B)(6) 2019, the patient experienced a cardiorespiratory arrest. Cardiopulmonary resuscitation was attempted but the patient died. Autopsy was not performed. In the physicians opinion, the sudden death was most likely due to in-stent thrombosis although it could not be confirmed. No additional information was provided.